Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. The device has bad odor. Functional inspection was performed, there is a normal sound at the alarm message. We could not establish a relationship between the event reported and the device. Probable root cause may be an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported by the nurse that there was a malfunction of the leak alarm of the renasys touch. When there was a leak, the alarm did not sound. It is unknown if a patient was involved or how the procedure was completed.